Manufacturer narrative:
Product analysis: misalignment could not be confirmed. The cursor aligned with stylus properly on all areas of the display. The keyboard was found to have broken hinges and a missing cover. The hinges were replaced and the cover installed. The storage bay was found to be broken and was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was misaligned and unable to be calibrated. It was further reported that the programmer had a broken keyboard and storage drawer. The programmer was returned for service. There was no patient involvement.